Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
It was reported that a pediatric patient experienced an allergic reaction to a retainer fashioned from essix+ plastic material. The patient experienced redness of the lips and blisters. The symptoms appeared gradually from the date the patient began wearing the retainer. The patient saw a pediatrician and a dermatologist. Both medical professional provided an otc and prescription ointments that did not resolve the patient's symptoms. The dentist suggested the patient stop using their essix retainer and within 48 hours, the symptoms had decreased.